Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a routine generator change. Prior to procedure, device interrogation revealed high capture thresholds on the atrial lead. The lead was explanted and replaced. Post operation check on (B)(6) 2019 revealed normal measurements and patient was discharged.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.